Manufacturer narrative:
As the medical device remains implanted, return not possible. Bulging or ballooning in an area of an artery secondary to arterial wall weakening. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device require to achieve optimal outcome. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. The device either functioned as intended or a problem was not found. Reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent endovascular treatment of a descending aortic aneurysm using gore® tag® conformable thoracic endoprostheses. 1 debranching surgery was reportedly performed simultaneously. No issues were observed during the procedure. On (B)(6) 2021 a follow-up exam revealed a distal type I endoleak. The cause of the endoleak was not reported. On (B)(6) 2021 a re-intervention was performed to treat the type I endoleak whereas an additional stent graft was implanted for distal extension. The patient tolerated the procedure.